Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "one tube was found without the hemogard cap in a shelf pack when being unpacked from case packaging."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs and 1 unused shelf pack from the customer in support of this complaint. The shelf pack and photo were evaluated and revealed an unopened shelf pack and the indicated failure mode of missing cap was observed. Additionally, 10 retention samples from the bd inventory were visually inspected, and no defects were found. Bd was able to confirm the customer¿s indicated failure mode with the photos provided however, bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "one tube was found without the hemogard cap in a shelf pack when being unpacked from case packaging."